Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. The oversensing of the noise signals led to inappropriate detection of ventricular fibrillation (vf) which subsequently resulted in delivery of inappropriate shock therapy. Subsequently, the patient was admitted to the hospital with a magnet tapped over the device to prevent further inappropriate therapy from being delivered until further evaluation by the physician could be performed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. The oversensing of the noise signals led to inappropriate detection of ventricular fibrillation (vf) which subsequently resulted in delivery of inappropriate shock therapy. Subsequently, the patient was admitted to the hospital with a magnet tapped over the device to prevent further inappropriate therapy from being delivered until further evaluation by the physician could be performed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.additional information received indicated that both the rv lead and the ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned ICD found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. The oversensing of the noise signals led to inappropriate detection of ventricular fibrillation (vf) which subsequently resulted in delivery of inappropriate shock therapy. Subsequently, the patient was admitted to the hospital with a magnet tapped over the device to prevent further inappropriate therapy from being delivered until further evaluation by the physician could be performed. At this time, this ICD remains in service and there were no additional adverse patient effects reported. Additional information received indicated that both the rv lead and the ICD were explanted and replaced. No additional adverse patient effects were reported.